Event description:
It was reported to fresenius that blood loss occurred with an ultraflux dialyzer after a nurse found a dialysate port leakage approximately 24 hours after the start of continuous renal replacement therapy (crrt).the nurse attempted to tighten the connector without success. The issue was reported to the physician who discontinued treatment. The patient ended treatment early for the day. Additional information was requested, however a response was not received. It was not reported that the patient experienced an adverse event or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred with an ultraflux dialyzer after a nurse found a dialysate port leakage approximately 24 hours after the start of continuous renal replacement therapy (crrt).the nurse attempted to tighten the connector without success. The issue was reported to the physician who discontinued treatment. The patient ended treatment early for the day. Additional information was requested, however a response was not received. It was not reported that the patient experienced an adverse event or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: g4, h6 (investigation findings and investigation conclusions), h10 (expanded to include more details from plant investigation) plant investigation: the reported complaint could not be confirmed. The complaint sample was not available to be returned for evaluation. The described situation is adequately addressed in IFU and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The batch records were reviewed and confirm that the lot was inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Based on the information available, the cause of the reported failure could not be traced to the device.

Manufacturer narrative:
Correction: h10 (removal of first and last sentence) plant investigation: the complaint sample was not available to be returned for evaluation. The described situation is adequately addressed in IFU and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The batch records were reviewed and confirm that the lot was inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported to fresenius that blood loss occurred with an ultraflux dialyzer after a nurse found a dialysate port leakage approximately 24 hours after the start of continuous renal replacement therapy (crrt).the nurse attempted to tighten the connector without success. The issue was reported to the physician who discontinued treatment. The patient ended treatment early for the day. Additional information was requested, however a response was not received. It was not reported that the patient experienced an adverse event or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation and photographs were not provided. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. No indication for any relationship with the reported failure mode was found during the review.

Event description:
It was reported to fresenius that blood loss occurred with an ultraflux dialyzer after a nurse found a dialysate port leakage approximately 24 hours after the start of continuous renal replacement therapy (crrt).the nurse attempted to tighten the connector without success. The issue was reported to the physician who discontinued treatment. The patient ended treatment early for the day. Additional information was requested, however a response was not received. It was not reported that the patient experienced an adverse event or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for a physical evaluation.